Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating after the pump was dropped into the ocean approximately one year ago. Reportedly, the battery gauge dropped form 50% to 10% then jumped back up to 50%. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that the pump battery gauge was fluctuating. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified due to a different issue that was identified.